Manufacturer narrative:
Technical eval: there were two single axis bends in the catheter at 0.3 and 9.5cm from the distal tip. There were ovalizations at 1.0-1.6cm and 4.0-4.5cm from the distal tip. The incident was confirmed as reported. A DHR of this mfg lot has been reviewed. As per FDA guidance on 08/28/2009, catheter kinks are reportable incidents (including out-of-box-failures). A review of the device history record (DHR) was completed on part# 2314-01, (lot # l15475). All appropriate inspections were completed for process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.

Event description:
Catheter ovalization when putting the catheter on the guide wire. It was unclear whether the catheter was ovalized by the tech putting it on the guide wire or if the ovalization occurred in the packaging. A replacement catheter was available to finish the case.